Manufacturer narrative:
<P style="text-align: justify;">the device was not returned for evaluation; therefore, a device analysis could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time or patient condition. & nbsp; based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. </p>.

Event description:
It was reported that, after undergoing a metal-on-metal hip replacement in 2003, the birmingham hip replacement fell apart in 2018. A revision surgery was performed to address this event, and intraoperatively necrosis was visible in the patient's muscles and bones. The patient had an infection and high metal ions (124 nmol/l co) in her body. After surgery, the patient had presented jaundice and liver problems and had to be rushed to emergency as it caused cirrhosis. A scan was performed and exposed metallic particles found in her abdomen, around the liver. The patient requires a crutch and wears a leg brace because one leg is too weak and badly warped. She also had presented tremors, which is ongoing. No further information is available at the moment.